Event description:
During an atrial fibrillation pulmonary vein isolation procedure, it was noted that air bubbles were withdrawn during aspiration after inserting the volt catheter into the agilis 13f sheath. The volt catheter was removed and aspirated without issue. When the volt catheter was reintroduced to the sheath, the same issue of aspirating air bubbles continued. Transseptal puncture was completed with a brk 98 needle. The agilis sheath was replaced, and the procedure was completed with no adverse consequences to the patient.